Event description:
It was reported patient underwent total hip arthroplasty (B)(6) 2005. Subsequently, a revision procedure was performed (B)(6) 2012 due to loosening. The cup, head and taper adapter were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity."